Event description:
Per medwatch during a laparoscopic procedure, the aspiration needle broke off inside the patient. The procedure was then converted to a open modified joel cohen at which point the needle was seen in the endo bag. The endo bag including the needle were elevated out through the incision. The procedure was completed with no further incident or harm to patient.

Manufacturer narrative:
Product has not been returned; therefore, product has not been evaluated.